Event description:
(B)(4). I cant have sex without excruciating pain during sex and after. I get huge boils type things (only on my right side), I have crazy mood swings. My back locks up and I cant move when it happens, my insides around my vagina feel like they're fixing to explode, I stay bloated and my hair falls out in huge clumps. My (B)(6) insurance provided this.